Event description:
The analyzer produce a troponin I quality control result of 0 00 ug/l when the expected value was 3.09 ug/l the investigation determined that the event is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb. Beta-hcg and troponin I results to be produced. There was no report of pt harm as a result of this occurrence.